Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen on the customer's pump was "frozen" on the "preparing for cartridge" screen. The frozen screen was cleared after pushing the button alarm. The customer's blood glucose level was 180 mg/dl.